Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The home patient (hp) stated that he never connected to the hc machine, was attempting to re-prime the patient line and pressed go by mistake and started the initial drain. The lot number is unknown, therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The problem was resolved over the phone. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during drain. The home patient (hp) stated that he never connected to the hc machine, was attempting to re-prime the patient line and pressed go by mistake and started the initial drain. The technical service representative (tsr) assisted to clear the alarm. The hp would set up the hc with new supplies for the night's therapy. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved, and that he had resumed therapy using all new supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.